Manufacturer narrative:
H.6. Investigation summary: bd received 3 photos from the customer in support of this complaint. A visual examination of the photos was performed and revealed coring in the tube stopper. Additionally, 10 retention samples from the bd inventory were visually inspected and the issue of stopper coring was not observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had foreign matter in the tube. The following information was provided by the initial reporter: investigation found that there was a lot of dust and blue tube cap residue on the probe & filter of the acl top 500 machine for the coagulation test. This causes the machine to experience 'failure' and need to be maintained repeatedly. From the machine side, a new & sharp probe has been changed. The report from the laboratory staff shows that the previous use of the tube does not show excess dust & residue from the tube

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had foreign matter in the tube. The following information was provided by the initial reporter: investigation found that there was a lot of dust and blue tube cap residue on the probe & filter of the acl top 500 machine for the coagulation test. This causes the machine to experience 'failure' and need to be maintained repeatedly. From the machine side, a new & sharp probe has been changed. The report from the laboratory staff shows that the previous use of the tube does not show excess dust & residue from the tube.